Event description:
I bought curad performance series antibacterial bandages to cover a scratch. Now my skin is burnt, literally. It didn't improve the scratch, it worsened the exact place where the inner band touched the skin. Reading the package now I realize it has a drug which is supposed to be antibacterial, but it is like an acid that eats my skin. It is benzalkonium chloride. Bought 3 packages, I have two boxes still, lot 16082 exp 2018-08-21. I have pictures before and after using. Today used it again and it worsened what it began to heal.